Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms even after several infusion set and reservoir change. Customer's blood glucose was 207 mg/dl. Customer was advised that infusion set would be replaced. Would need to be replaced.

Manufacturer narrative:
Reliability analysis evaluated open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.